Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during dialysis, the proximal extension lumen was cut by the pinch clamp and there was leakage of blood. As a result, a new catheter was inserted. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during dialysis, the proximal extension lumen was cut by the pinch clamp and there was leakage of blood. As a result, a new catheter was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided a photograph of the catheter assembly in which the arterial extension line is covered in possible medical tape likely to address the reported leak. A device history record review was performed, and no relevant findings were identified. Additional information was received that the patient was fine, and the leak was on the extension line by the pinch clamp. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.